Event description:
Additional information noted that the lead exhibited insulation damage.

Event description:
It was reported that the patient presented prior to generator changeout. Upon interrogation, it was noted that the right ventricular lead exhibited oversensing. The reported lead was capped and replaced on (B)(6) 2023. There were no patient consequences.